Event description:
This lead was implanted on (B)(6) 2000 and capped on (B)(6) 2011 due to subclavian crush. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).